Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary would not turn on. It remained offline with the screen completely black. The user attempted to unplug but it failed to restart. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 had failed, causing the machine to shut down. The field service engineer (fse) replaced the controller board to bring the drawer back online. The machine returned to normal operation. The system functioned as intended after the field service engineer repaired the device.